Manufacturer narrative:
(B)(4).

Event description:
Vf detection due to noise. Appears that they are not true vf events and that the noise is external. Device and lead remain implanted.

Manufacturer narrative:
On (B)(6) 2016 - we were notified that the physician tried to retract the helix and was unable to do so, so he abandon the lead and capped it (B)(6) 2016 since the physician felt he could not safely extract the lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
An updated analysis was given to us. The device is currently not available for analysis. Therefore the information and data you provided were carefully analyzed. The available iegms demonstrated artifacts on the rv as well as on the ff channel which led to vf detection as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available the report will be updated.